Manufacturer narrative:
A doctor alleged that a patient developed a rash and swelling of the mouth after using maxcem elite to do an onlay. The patient took benadryl and is reported as doing fine. The doctor advised kerr corporation that the patient had experienced a similar reaction during a visit in (B)(6) 2011. The returned product was evaluated by visual inspection and found to be within specifications. More, specifically the product was homogeneous and free of contamination. According to the maxcem elite instructions for use, uncured methacrylate resin may cause dermatitis. The investigation results indicate this incident was not a result of product failure.

Event description:
On (B)(6), 2011 a doctor alleged that a patient developed rash and swelling of the mouth after doing an onlay using maxcem elite.